Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a hazy crystal pattern to flap on both eyes, in addition fuzzy vision, transient light sensitivity and dryness on both of the eye's was noted. The date of treatment was (B)(6) 2016 and the date of discovery was (B)(6) 2016. A brief description from the surgery center indicated the patient had light sensitivity and monovision adaptation. The patient had commented on the light sensitivity and that near vision was fuzzy. Topical steroids dosage was increased to treat the symptoms on (B)(6) 2016. On (B)(6) 2016, the patient was recommended to use eye drops (restasis) to treat the ocular dryness and help reduce/eliminate the haze. Pre-op; bcva from (B)(6) 2016. Right eye pre-op 20/20 -6.75 x -1.00 x 162. Left eye pre-op 20/20 -6.75 x -.75 x 172.